Event description:
It was reported that the device would not power on and would prematurely drain a battery. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. The device has not been returned to physio-control for eval. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.